Event description:
It was reported that a hcu30 device shut off during the power-up self-test. No reported pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician examined the unit and suspects a faulty compressor. Arrangements were made to return the unit to the factory for evaluation and repair. A supplemental medwatch will be submitted as soon as additional information becomes available.